Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38833314 and lot number 2237991. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the used needle was observed through the catheter. As the pictured product was used, it is not possible to confirm that the catheter was defective due to the manufacturing process. If the catheter was already pierced before puncture, the product would not have been used. Based on the investigation results, it is most likely that this defect resulted from the handling of the product during use.

Event description:
It was reported that the needle pierced through the bd angiocath¿ IV catheter while introducing it to the vein. This occurred with 18 catheters. The following information was provided by the initial reporter, translated from portuguese: "the product had part of the flexible rod broken and bent at the tip and possibly caused the rupture of the vessel during venous access."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd angiocath¿ IV catheter while introducing it to the vein. This occurred with 18 catheters. The following information was provided by the initial reporter, translated from portuguese: "the product had part of the flexible rod broken and bent at the tip and possibly caused the rupture of the vessel during venous access."